Manufacturer narrative:
The biomed states that he no longer works for this company and the issue has been transferred to a different facility.

Event description:
The customer reported the ventilator failed with no flow and displayed low leak co2 rebreathing risk. The customer reported the device was not in use on patient.